Event description:
About a month after the replacement of the implantable infusion pump, the pt reported having a revision some time in 2006. The details of the revision were not provided. Follow-up with the pt's physician of record to determine add'l event details were unsuccessful.

Manufacturer narrative:
This report is being submitted following an internal audit. Eval results: (catheter).